Manufacturer narrative:
Based on additional information received, the device was reported to be outside of use at the time of the reported problem.

Event description:
Philips received a complaint about the v60 ventilator indicating that the touchscreen does not work well. The device was reported to be in use at the time of the reported problem. There was no patient or user harm reported. The customer informed the remote service engineer (rse) that the touchscreen issue was not working in the lower portion. A field service engineer (fse) went to the customer site and replaced the user interface assembly with a navigation ring to resolve the touchscreen issue. The fse completed a performance verification test (pvt), which the device passed. The device was confirmed to be ready for use.